Manufacturer narrative:
The investigation is still on-going. The results will be provided within a follow-up report.

Event description:
It was reported that during use the machine has doubled the breathing rate autonomously. Initially the case was assessed not reportable. However, a later log analysis showed that there had been a processor overload that caused a reboot. Since this leads to a breathing pressure (incl. Peep) drop to ambient, a deterioration in state of health cannot be excluded for patients with difficult lung/ventilation conditions. Hence the case is reportable.

Event description:
Please refer to the initial report.

Manufacturer narrative:
The investigation was carried out based on the device logbooks, the customer device and an assessment of the situation on-site. The occurrence of reboots could be comprehended by the logs. Before the reboots, there were indications of increasing processor utilization which may have resulted in a delayed display of real-time curves and therapy settings on the display, possibly causing a temporal compression of co2, pressure and flow curves, temporarily giving the impression of an increased breathing rate. The reported increased breathing rate may also have been caused by spontaneous breathing activities independently of the reported error pattern, since in autoflow the synchronization was switched on. During the on-site investigation, the reported failure reoccurred. It could be determined that a loose contact in the connection cable (not dräger) of the connected philips monitors was the cause of the failure. Further investigations were performed in the laboratory. It could be shown that the error mechanism could be provoked by a short-term interruption of the receiving line of the used cable. Therefore, it can be summarized that a faulty cable (connecting the philips monitors) was the root cause of the reported symptoms. As a remedy, the ribbon cables used by the customer were replaced by more robust round cables.